Event description:
Information received regarding the explanted device notes that approximately seven weeks post implant, the patient began to "feel ill." She was taken to the emergency room where she died a few hours later. The physician suspected pacemaker failure.